Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had insufficient/low power and the reverse locking mechanism was blocked. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device had insufficient/low power, the reverse locking mechanism was blocked, and the locking mechanism was stiff/stuck. It was further determined that the device failed pretest for check reverse locking mechanism with the saw attachment, check forward and reverse mode function, and check the power with the test bench. It was noted in the service order that the when the device was activated to run in reverse the device would not run-in reverse. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.